Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was having pain in the lumbar spine and numbness in their left leg. An MRI was going to be done. Mentioned was that the numbness in the left leg began in (B)(6) 2016, and a month ago patient was playing with their kid and when they turned a little their legs went numb and they were paralyzed for a minute or so. No further complications were reported.